Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 202mg/dl and the sensor glucose was 60mg/dl at the time of the incident. The customer also reported that sensor error alerts were received after the threshold suspend. Customer was assisted with sensor error alert troubleshooting. Test plug was performed and procedure passed. The sensor was returned for analysis.